Manufacturer narrative:
H3-device evaluation: the lens was returned in liquid in a micro-centrifuge vial. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
No similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter states a 12.6mm tmicl12.6 implantable collamer lens -12.0/+1.5/109 (sphere/cylinder/axis) was implanted into the patient's right (od) eye on (B)(6) 2021. On (B)(6) 2021 the lens was explanted due to a posterior subcapsular cataract. Phaco-emulsification (cataract surgery) and iol implantation was performed. Moderate corneal edema and moderate anterior chamber cell are reported after explant. The cause of the event is reported as other: "while the mechanism of cataract formation remains speculative, the time course for the development of the cataract and the presence of anterior capsule findings in this case strongly suggest an association between the laser peripheral iridotomy and the posterior subcapsular cataract."

Manufacturer narrative:
B5-additional information: resolution date was 07-jun-2021. All symptoms returned to normal. (B)(4).